Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-4501 meniscal cinch¿ ii batch 15072598 was received for evaluation. Functional testing was not performed by moving the deploy buttons. It was noted that button #1 doesn't move and is stuck in the handle; however, button #2 moves without issues. Upon visual evaluation, it was observed that both buttons are set flush back in the handle. A use error is the most likely cause of the reported and observed failure, specifically incorrect surgical technique. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd december 2024, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first implant was set successfully, but the second implant was out before pushing the button. A knot / cut from another brand was used. This was detected during meniscus repair procedure on (B)(6) 2024. The procedure was successfully completed with no patient harm and no secondary procedure by using product from another brand.